Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported during scheduled vena cava filter retrieval, a detached limb was discovered. A snare device was used to successfully retrieve the filter and detached limb. There is no reported patient injury.